Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer replaced the carbon bridge and the mc sample probe to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported receiving multiple erroneously low ion selective electrode (ise) results and erroneously high glucose (glucm) results on the unicel dxc 800 pro synchron system. There was no change in patient treatment in association with this event.